Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) #: n/a. Medical product: lot 772510, item us154712, vanguard m uni brng c5 lm/rl. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 04468; 0001825034 - 2018 - 04469: product location is unknown.

Event description:
It was reported the patient underwent an initial knee revision 3 months post-implantation due to severe pain. Attempts have been made and no further information has been provided.